Manufacturer narrative:
All of the button functioned properly and no moisture damage was found on the keypad traces, electronic assembly, or motor. The insulin pump had a cracked display window corner, cracked battery tube threads, a cracked belt clip slot at battery tube threads area and a cracked reservoir tube lip.

Event description:
It was reported by the customer that their insulin pump was submerged in water and now has a water bubble under the screen. Customer's blood glucose level was reported at 103 mg/dl. Product is being replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.